Event description:
It was reported the patient experienced a loss of drug effect. Upon refilling the pump, it was noted there was an increased residual volume (>25%). The drug used in the pump was compounded baclofen. The patient was scheduled for replacement. No dye or rotor study was done. In the or, it was noted the catheter was at l1. There was no flow. It was unclear if the problem was a possible catheter occlusion or a motor stall issue. Both the pump and catheter were replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.